Manufacturer narrative:
(B)(4). Catalog #igtcfs-65-uni-celect. Similar to device under 510(k) k073374. Summary of investigational findings: no device or images have been available to assist the investigation and it is difficult to evaluate the difficulties encountered based on the limited information. However result of a CT scan was received and evaluated. Based on this additional information, it is indicated that two pieces fractured from the filter and migrated to iliopsoas muscle and in the area of the l3 l4 intervertebral disc. No indications if it is primary or secondary filter legs that fractured. Also it is stated that four of the filter legs penetrated the lumen of the common iliac vein which might indicate that the filter may have migrated downwards. Without images, cook medical are not able to determine the exact root cause to this event. The filter was implanted two years ago, unknown if any surgery, retrieval attempt or other externally manipulation in the area could have caused changes to the filter configuration. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: two (2) years after implantation the filter was fragmented and portions of it migrated beyond the inferior vena cava. Additional information received on march 18, 2011: the patient requires additional procedures due to this occurrence and product. However, no procedure has been done so far, but surgical intervention will be necessary. However, the filter has not been retrieved. Patient outcome: pieces of the filter remained in the patient, migration beyond ivc. However, no details on retrieval provided. Additional information received on march 18, 2011: the occurrence and product had adverse effects on the patient. The patient feels pain. Portions of the filters oppress nerves. The portions of the filters are in different parts of patient's body.